Manufacturer narrative:
The customer pump received with blank display due to battery tube connector not plugged in properly. The pump was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 9.6 mmol/l. The customer states the pump has been going blank for six month. When the display goes blank the customer removes and reconnects the battery cap using the same battery. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.